Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered atrioventricular block requiring coronary angiography and medications. Atrioventricular block occurred after 1 minute after superior vena cava (svc) isolation. The symptoms improved with medication of the right coronary artery, and the procedure had been completed. Atrioventricular block occurred 1 minute after svc isolation, and atrioventricular block became junctional rhythm. Atrioventricular block was resumed soon after the return to sinus rhythm after pagination. Coronary angiography was performed, and clogging of the right coronary artery was suspected, so the patient was treated with drugs given at a stunt. Although the block was improved, when the rate decreased, it returned to the block, so the patient was moved to another room and will monitor. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered atrioventricular block requiring coronary angiography and medications. The device evaluation was completed on 20-jan-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12-nov-2021. It seemed to have been hospitalized after that but recovered after a while and was discharged. The physician commented that the relationship is unknown. There is a possibility, but am not sure. Additional information was received on 14-nov-2021. This adverse event was discovered during use of biosense webster products. The physician commented that the cause of adverse event was unknown. He was not sure about causal relationship between the biosense webster, inc. Products and adverse event. Since a coronary artery occlusion was suspected, the patient was injected with medication through the right coronary artery and the symptoms improved. Patient outcome was fully recovered. After treatment, the patient was hospitalized for a while, but the symptoms resolved after a while and the patient was discharged. It was not reported extended hospitalization was required. The patient is a 61 year old male patient. Therefore, processed a 2. Patient age at the time of event, a 2. Age unit and a 3. Gender. In addition, it was assessed that there was prolonged hospitalization. Hence, processed b2. Is hospitalization initial/prolonged and h6. Health effect - impact code. The bwi product analysis lab received the device for evaluation on 15-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).